Event description:
Vibration of the vent causing the circuit breaker to shut itself off. (Vent shut off twice while on a pt).

Manufacturer narrative:
On 05/24/06, we originally determined this event to be non-reportable. On 08/08/06, we rec'd a user facility medwatch report from the FDA concerning this event. Based on that medwatch report we have reversed that decision and thus, we will submit a medwatch report. The viasys field service engineer evaluated the unit and determined that the root cause of the reported event was a faulty driver assembly. The viasys field service engineer replaced the affected component and ran the unit through a complete checkout to ensure it meets all factory specs. Once completed, the unit was returned to the customers control ready to be placed back into service.